Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corners, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl.